Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for critical pump error. Customer's current blood glucose was 97mg/dl. Customer stated that they received error image on screen before "critical pump error" image was displayed on the screen. Customer advised to discontinue use of the insulin pump. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump received with critical pump error (open book) due to moisture damage on the motor, force sensor, battery tube, vibrator, keypad flex tail and electronic assembly noted.